Manufacturer narrative:
One certain® titanium large hexed screw (ilrght) was returned for investigation. Visual inspection of the as returned product identified a fracture across the screw threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported device was located on tooth # 23 and was used for an unknown duration. The customer did not provide pictures or x-ray images. DHR review was completed for the subject lot number (1209240). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or device (ilrght). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. A definitive cause could not be identified. The following have been updated: date of this report. Expiration date. Date received by manufacturer. Type of report: checked "follow-up" if follow-up, what type: checked follow-up type device evaluated by manufacturer. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
The doctor reported screw fractured within the implant at tooth location # 23. All fragments of the screw were removed and the implant remains implanted.